Event description:
It was reported that prior to a da vinci-assisted surgical procedure, a piece from the tip of the monopolar curved scissors (mcs) instrument was missing. There was no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to the instrument exhibits scratch marks/abrasions on the orange plastic section of the tube extension. Tube extension scratch marks measured roughly 2mm x 6mm. There was material missing. The complaint regarding a piece is missing from the tip was confirmed by failure analysis. The probable root cause of scratch marks on the tube extension is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks.

Event description:
Refer to h11 for follow-up information.